Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrovideoscope exhibited foreign material exiting from the air/water nozzle. The issue occurred during reprocessing. There was no report of procedure delay and procedure completed with same set of equipment. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint foreign material exiting from the air/water nozzle was not confirmed. However, two (2) additional reportable malfunctions were identified during the device evaluation. (1): scratch on the ultrasound probe. Based on the information obtained from the investigation results, the root cause and occurrence cause could not be identified. (2): missing of adhesive around forceps cover. Based on the information obtained from the investigation results, root cause and occurrence cause could not be identified. Olympus will continue to monitor field performance for this device.